Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire a 12-lead ECG with the device. The customer stated that the patient was transported without incident. There was no patient impact.